Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had ordered a kit from byte and it damaged their tooth and broke a tooth. They cannot wear the aligners as they are really painful.